Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging asthma, coughing, irritation in throat, difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma, coughing, irritation in throat, difficulty breathing/short of breath. Related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date a follow-up report will be filed. The pms clinical expert reviewed the reported event that the patient had diagnosed asthma and mostly associated with cough and difficulty in breathing. This event is assessed as not related to the device in this case. On the other hand, the reported event of throat irritation is assessed as non-serious event therefore, the device did not cause or contribute to a serious injury or death. The reported event may also possibly be related to user error associated with any of the following possibilities.